Event description:
It was reported that the patient experienced inappropriate therapy due to a possible right ventricular lead insulation failure/fracture. The lead was oversensing, there were short and fast non-sustained tachycardia episodes stored, and the lead impedance trend indicated low impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).